Event description:
A report was received that the patient was experiencing severe pain in neck and shoulders that radiated down to the arms after trial procedure. The physician believed that pain in the neck was caused by positional discomfort during procedure and did not believe it was caused by the device. The pain was beyond what was expected. The patient was prescribed pain medications and had a lead pull. The pain was resolved.

Manufacturer narrative:
Suspect medical device component involved in the event: model #: sc-2218-50e serial #: (B)(4) description: trial linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing severe pain in neck and shoulders that radiated down to the arms after trial procedure. The physician believed that pain in the neck was caused by positional discomfort during procedure and did not believe it was caused by the device. The pain was beyond what was expected. The patient was prescribed pain medications and had a lead pull. The pain was resolved.